Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated this pacemaker and ra lead were revised. The pacemaker was explanted and the ra lead was surgically abandoned. However, the ra lead was tested via pacing system analyzer (psa) which confirmed the lead was the source of the noise, but did not confirm the out of range impedances. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for out of range impedances on the right atrial (ra) lead. In addition, loss of capture, noise, oversensing and inappropriate atrial tachy response episodes were noted. The patient was experiencing some symptoms of shortness of breath, but they are not dependent on atrial pacing. Boston scientific technical services recommended programming changes until the ra lead could be revised and the representative confirmed the changes were made. At this time, the ra lead and pacemaker remain in service. The physician will re-evaluate the patient, but no date has been provided. No adverse patient effects were reported.